Event description:
It was reported, the patient was unable to communicate with the ipg using multiple external devices (confirmed by sjm representative). The patient lost weight and currently does not have stimulation. The patient had last charged the ipg approximately two weeks ago. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.